Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported issue was confirmed. It was determined the dip switch setting on the motion drive control board was limiting the reverse speed to 1.5km. After adjustment, the system worked normally. No components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is unable to move in reverse. The site reported that it feels like there is something mechanically blocking the wheel. There was no patient present.